Event description:
The customer reported that there was no audible alarm for a pt's low blood pressure incident at the cms and at the central station. The user did see the visual alarm. The pt expired.